Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the camera, adjusted the camera iris and camera focus. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 8800 system would not fluoro and presented a communication failure error message. There was no report of patient injury.